Event description:
It was reported that when the patient presented in clinic for a follow up, non-sustained lead noise alert was observed on a stored egm. Myopotential oversensing was suspected. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).